Event description:
It was reported that this left ventricular (lv) lead's pacing was inhibited. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This report is being filed to correct the b2: outcomes attrib to adv event, b5: describe event or problem and h6: patient code.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead's pacing was inhibited. The lead was explanted. No additional adverse patient effects were reported.